Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported their implantable neurostimulator (ins) was over their right kidney, and since 2015 it was very tender and painful in that area, and was getting worse. It was noted the consumer couldn¿t lay on their back or right side, and it felt like someone had punched them in the kidney. The consumer wanted to have the device removed, and had an appointment scheduled for (B)(6) 2016 to consult with a nurse practitioner to coordinate having the device removed. A request was made for the manufacturer¿s representative (rep) to be present at this appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.